Manufacturer narrative:
A review of the device labeling was completed. Subconjunctival hemorrhage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. Hyphema, iop increase, vitreous hemorrhage, and subconjunctival hemorrhage are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the investigation and available information, the root cause of the reported issue is likely related to the use of blood thinners and rubbing of the operative eye. MFR# reference: (B)(4). H3 other text : placeholder.

Event description:
Through follow-up, the surgeon reported the following additional information. The patient presented with a right eye hyphema, characterized as grade IV (total anterior chamber vol.) And associated with increased iop which resulted in significant conjunctival redness. An ac washout was completed and was successful in clearing the hyphema. According to the surgeon blood from the anterior chamber (ac) traveled posteriorly and contributed to vitreous hemorrhage did not require intervention and was self-resolving. Per report rubbing of the patient¿s eye and medication use (eliquis) contributed to the reported event. The patient prognosis was reported as ¿good prognosis with adverse event resolved¿.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop and vitreous hemorrhage are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
The surgeon reported that following an uneventful cataract plus trabecular micro bypass stent procedure the patient presented on post-operative day five (5) with 80% hyphema associated with elevated iop. The surgeon "burped" the wound and the patient's iop improved. On post-operative day six (6) the patient presented with 90% hyphema associated with elevated iop. Subsequently, the surgeon attempted to burp the wound once again and the surgeon requested that the patient stop taking their eliquis temporarily. The surgeon conferred with glaukos medical monitor to discuss different treatment options. Following the consult the surgeon reported that on post-operative day eight (8) the hyphema was removed and noted that the hyphema was very thick and phacoemulsification was needed to remove the clot. The surgeon was able to clear the hyphema, but a possible posterior segment bleed was also observed. Per report, the stent was removed from patient¿s eye and the patient may require vitrectomy in the future. Additional information has been requested.